Manufacturer narrative:
S/w ver 4.10d retainer = clear case type = ngp the customer returned the pump for an unresponsive keypad (down, return, and select buttons) found on 3/10/2023. The pump passed the displacement test however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus. All buttons functioned properly during testing. Reviewed the pump history file and verified the alarm during the self test is a pump error 63 (variableinfo 3) alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage on the keypad assembly, keypad button dome switches, electronic assembly, or motor. The j1 connector on pcba 1 was found to be locked properly during the visual inspection. Inspected the keypad assembly and found a broken trace at pin 6 (sda) of u1 caused the pump error 63 alarm. A test p-cap locks properly into the reservoir compartment. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, end cap address label fading and peeling, cracked retainer, and pillowing keypad overlay. Unresponsive keypad is not confirmed. Pump error 63 alarm is confirmed due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the buttons on the insulin pump's keypad were not responding. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported.  The customer will discontinue using the device. The device will be returned for product analysis.